Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that patient ipg was turning on and off on its own due to interactions with a sufficient magnetic field. As a result, surgical intervention may be undertaken to address the issue.

Manufacturer narrative:
Correction a4 weight.

Event description:
Additional information indicates that surgical intervention was undertaken on (B)(6) 2025 wherein ipg was explanted and replaced to address the issue.

Manufacturer narrative:
The reported observation of stimulation turning of was not confirmed. The root cause of the observation was concluded to be related to the charging interval of the device. The device was allowed to enter stim off multiple times during the implant period, and was fully charge 13 times based on the diagnostic log data during the implant period. The device was subjected to a functional test on automated test equipment (ate). This tester verifies the electrical performance of the control/communication circuitry, output signal integrity, all test steps passed. The ate also includes a system impedance test with passing results and battery charging performance testing.